Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and a capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side rupture and a capsular contracture baker grade iii. Device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: red particles in the gel, underweight and opening extended on radius. A visual and microscopic analysis was performed which identified: opening creases sharp on radius, stress marks, creases fold and wear abrasion. Base on the device analysis the final assessment is an opening crease sharp on radius assessed as fold flaw opening.